Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The rad-g powered off right after booting up. Electrical shorting inside the on/off button created an electrical short resulting in the button being activated even when not physically pressed.

Event description:
The customer reported the device will power off on its own. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device will power off on its own. No patient impact or consequences were reported.